Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were over 600 mg/dl and 273 mg/dl. The customer treated high blood glucose with insulin pump, syringe and long acting insulin. The customer reported symptoms of nausea, massive headache and cold related to high blood glucose event. The customer declined troubleshooting for high blood glucose level. The customer reported that the auto mode shield did not appear on the display. The insulin pump will not be returned for analysis.